Event description:
(B)(4) didn't have the dye test done due to being told my insurance wouldn't cover it after I already had the essure in place. I've been so fatigued and tired and very moody since having the procedure, sometimes depressed, most of these symptoms I've never had until I had this device. Did not have the opportunity to present these side effects to the doctor because I couldn't afford an appointment due to not having medical insurance.